Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the matrix screwdriver handle fell apart. The screwdriver handle is loose and comes apart. The screwdriver blades are not picking up the screws and on testing retention.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The relevant dimensions of the screwdriver handle were checked and no deviation was found. It was found that one screw of the handle had a burr, caused by over tightening and that two internal pins were not in position. This incorrect position has the effect that the handle does not freely rotate on the shaft anymore. As a 100 percent inspection of this function was performed after manufacturing we can only assume that any post-manufacturing manipulation caused this finding.